Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior to the day of event. Most recent onsite visit from field service engineer, field service engineer performed and signed service installation record. System meets specifications as per service installation record. The root cause of the reported issue could not be determined, as no device related problem or malfunction could be detected. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that diagnostic device image used looked different and meibomian debris still present in left eye during refractive surgery. There are two related reports for this patient. This report addresses the patient (B)(6), left eye and another manufacturer report will be filed for the fellow eye.